Manufacturer narrative:
Additional information received indicates that the patient had a history of chronic driveline exit site infections. The patient initially presented to hospital with persistent low flow alarms on (B)(6) 2017. At that time, the patient is reported to have been feeling well. Laboratory testing revealed an international normalized ratio (inr) of 3.0 and a lactate dehydrogenase (ldh) of 412. The site further reported that the patient's vad was turned off on (B)(6) 2017 and the patient started on a dobutamine infusion. The pump underwent pump exchange on (B)(6) 2017. The patient was discharged to an acute rehabilitation unit on (B)(6) 2017. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported "low flow" event was confirmed via review of the controller log files which revealed a sudden sustained decrease in estimated flow and power consumption starting on (B)(6) 2017 at approximately 15:03 to parameters below normal operation. 1 low flow alarm was logged on (B)(6) 2017 at 14:54:14. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed a very faint line of grey discoloration near the electrical header likely due to light contact with inferior surface of impeller; however, no evidence of abrasions was found on the upper housing surface and the impeller surfaces. Independent pathology report did not reveal evidence of thrombus within the pump. Based on the risk documentation, multiple factors may have contributed to the "low flow" event including but not limited to thrombus at the inflow cannula/outflow graft, kink in the outflow graft. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Per the instructions for use (IFU): the system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient was admitted with a suspected pump thrombus. Details regarding the patient's symptoms at presentation and the results of any diagnostic testing were not provided. The patient is reported to have been treated with a pump exchange. Details regarding this procedure or the patient's post-operative course were not provided.

Manufacturer narrative:
Additional information received indicated that this event was related to an ongoing driveline (dl) infection. Cultures of the patient's dl were positive for corynebacterium striatum. The patient had undergone multiple antibiotic courses that included doxycycline, daptomycin and linezolid. He was discharged on lifelong doxycycline. No further information was provided. Corrected: date of event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.